Event description:
The customer reported that the system displayed the message left monitor says no input, but the image displays on the right monitor if the swap button is pressed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found intermittent issues with the left monitor, but could not troubleshoot past the no problem with monitor or cables. He installed the sbc upgrade, new gib, new image processor and new display adaptor. The system functions as intended.